Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was damaged; further described as "the catheter stopped working and broke down inside". This occurred while performing peritoneal dialysis (pd) therapy on a child. It was reported that "the catheter was replaced 1.5 months ago". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not available; however, five (5) photographs of the sample were provided for evaluation. A visual inspection with naked eye was unable to determine if leakage occurred; however, there was an evidence of iodine in the tubing caused by broken occluder feet; therefore, the sample failed to meet specification. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.